Event description:
Customer reportedly received results of 64 mg/dl and 433 mg/dl within 10 minutes on the advantage system. Two days prior , he received the following results on the advantage system within 10 minutes: 325 mg/dl, 371 mg/dl, and 72 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.